Event description:
It was further reported that target lseion 1 (lesiion length not provided) was indentified in the left main with 99% stenosis (reference vessel diameter not provided0. The lesion was post dilated. The lcs was treated with balloon angioplasty, reducing 90% stenosis to 0%. Intervention to the rca was scheduled for the following day. The pt underwent staged intervention of the rca one day post index procedure. Target lesion 2 (lesion length not provided) was indentified in the prox rca with 90-100% stenosis (reference vessel diameter not provided). Target lesion 2 was treated with pre-dilatation and attempted placement of a 2.5 x 24 mm taxus stent. The stent, however, failed to cross the lesion and it was not deployed. The case report from (crf) notes only one lesion but source indicates two lesions in the proximal rca: one with 90% and another with 100% stenosis. The event procedure log indicates only one lesion. The pt was admitted to the hosp after suffering a fall at home 116 days post index procedure. It was believed that she had suffered a hypoglycemic reaction. Initial enzymes ruled out myocardial infarction. X-ray(date unk) showed a possible scapula fracture and she was admitted for pain control and control of diabetes. Ejection fraction on echocardiogram (date unk) was 10-20% with severe global hypokinesis. The pt underwent cardiac catheterization, 123 days post index procedure for unstable angina, that revealed the lmca had a stent that was widely patent. The lad was occluded, the lcx was diffusely narrowed, and the om1 was occluded. The rca had mid occlusion, and 50% proximal stenosis. The svg to om1 was widely patent with collaterals to the distal rca, the svg to rca had a known occlusion. The lima to lad was widely patent. Med tehrapy was recommended. The pt's troponin I peaked at 4.3 ng/ml 125 days post index procedure. The site reports a myocardial infarction based on troponin elevations. In the opinion of the physician there was an unk relationship between the mi, the taxus stent, and the target vessel. The pt became lethargic later that day. She became hypotensive, and had subsequent bradyarrhythmias and ventilatory arrest. CPR was initiated. She received atropine and epinephrine. Her family requested no aggresive measures be taken to resuscitate the pt. The pt was found apneic, pupils were fixed, and she was pronounced dead 125 days post index procedure. Event leading to death was given as 'cardiopulmonary arrest!.

Event description:
Clinical study: it was reported that 125 days after a coronary artery drug eluting stenting treatment procedure the pt expired. The index procedure treated one lesion to alleviate a myocardial infarction (mi). Target lesion 1 was a 2.5 mm vessel diameter, 85% stenosed region of the proximal right coronary artery (rca). The lesion was 20.0 mm in length. The physician predilated the lesion prior to placing one taxus express2 8.8 2.75 x 16mm drug eluting stent without complication. Residual stenosis was 0% after implantation. The pt was discharged from the hosp eight days post index procedure receiving asa and plavix. The site reported that the pt expired 125 days post index procedure. No autopsy was performed. It was noted that the pt's spouse states their pt fell and was unconscious for four hours. Dr. Stated pt had a heart attack." In the opinion of the physician there was no target vessel involvement related to the death.